Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the right ventricular lead exhibiting lead noise. During the examination, the lead was reprogrammed to provide constant pacing for the patient. The physician stated the anomaly was most likely caused by clavicular crush. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
The reported event of lead noise was confirmed in the laboratory. Final analysis found the complete lead was returned in one piece measuring 52.2 cm. External insulation abrasion exposing the outer coil was noted at 9.3 cm ¿ 9.5 cm and 9.7 cm ¿ 10.0 cm from the connector pin. The insulation abrasion was consistent with friction to the device can. The cause of the reported event of noise was isolated to the exposure of coils in the abraded zones. The reported event of clavicular crush was not confirmed. X-ray examination of the entire lead did not find any anomalies. All other damages found were consistent with surgical damage.